Event description:
It was reported that, while stimulation was turned on, the patient was being "shocked." It was stated that "her head went back and her knees twitched." The device settings were reported to not have been changed. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID, 37642 lot# serial# (B)(4), product type programmer, patient product ID, 37085-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID, 37085-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID, 3387s-40 lot# v606250, implanted: 2011 (B)(6), product type lead product ID, 3387s-40 lot# v411439, implanted: 2010 (B)(6), product type lead product ID, 3387s-40 lot# v411439, implanted: 2010 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received reported that the patient's status 'isn't really better.' It was also reported that the patient did have their implantable neurostimulator replaced a couple of months ago but still had issues (just not as often). The physician did not know the cause of the patient's issue and no further testing had been performed to determine the cause. The plan was to 'go in' and shut the device down and 'adjust.' If additional information is received, a follow up report will be sent.